Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site, and the reported malfunction could not be replicated. Also, reviewed the system logs and it appears that the pendant is having a problem sending the move enable message to the motion controller or the system board is not receiving the message. The site was advised to order a pendant and system control board to resolve this issue. No part replacement has taken place, since the user site has not placed the order. No additional findings possible.

Event description:
A site representative reported that, while in a spinal fusion procedure, all imaging system's motions were not responding, gantry door would not open or close and the system was stuck on 'door open'. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: patient demographics provided.

Manufacturer narrative:
A medtronic representative reported that the system control board was replaced at the site to resolve the issue. The suspect system control board was discarded and unavailable for evaluation.